Event description:
The catheter -((B)(4)) was zeroed prior to implantation. Once the catheter was inserted into the pt's head, a clear waveform could not be obtained and the icp value was -20. The surgeon unavoidably zeroed the catheter again but was not able to obtain the proper icp value. The catheter was extracted. Add'l clinical info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been rec'd for eval. An investigation has been initiated based upon the reported info.